Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt inaccurate intra-operatively. It was reported that a screw was placed in the disc place and had to be revised. Surgical time was extended by less than one hour. It was indicated that the patient was impacted by this event.

Manufacturer narrative:
UDI updated. Device manufacturing date updated.